Manufacturer narrative:
Device is not being returned for evaluation. No direct link has been made to the condition of the pt with any smith + nephew device.

Event description:
Surgeon removed at least two of the screws because of bumps on the tibia and may want to remove more if necessary. Sales rep confirmed that the surgeon implanted these screws approx three to four months ago. Each pt complained of pain and discomfort on the tibia. Sales rep was present at one of the revisions where he noted a pea size bump on the tibia at the operative site. The surgeon excised the site and removed what was left of the screw. The grafts had healed to the tunnel wall and no bone growth was present. It is unk how deep the screw was placed but the surgeon has been instructed going forward, to bury the screw an added 3mm to prevent this inflammatory response.